Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'incorrect cap color' with the incident lot was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of 'incorrect cap color' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: incorrect color.